Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device evaluated by MFR: device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 inner silicone piece fell off. It popped off when they were wiping the top with surgical lap sponges. Patient had fatty tissue in leg that got caught easily in device jaws requiring removal of device to clean the jaws multiple times throughout the harvest. This is likely when the silicone popped off. The silicone part detached outside of the patient. They were able to find the missing piece. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. Based on photo provided the silicone on the cold jaw appears to be detached. A replacement device was used to complete the procedure. No patient effects/harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The clear silicone insulation on the hot jaw was observed to be intact, with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled off the jaw, exposing the metal cold jaw. There were no visual defects observed. Based on the photographic inspection, the reported failure "peeled; jaw; delaminated" was confirmed. The lot # 3000283678 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.